Manufacturer narrative:
The model#/catalog# identified is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is mz1000-07. The 510k number provided is for the domestic similar product. No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
Feedback suggests that when aspirating blood from a central venous catheter, blood sprays onto the hands and face of the user when the syringe is removed. The report suggests that the patient and user had blood tests done. The user will be monitored and tested over several weeks.